Event description:
Customer reported over infusion of milrinone on ICU pt. First bag of milrinone was hung at noon on (B) (6) 2010 and at approx 4:20 am on (B) (6) 2010 the pump alarmed for air-in-line and a new bag was hung. The nurse reported only using the "restart" button with no other changes made. At 6:30 am, the pump alarmed air-in-line again and the user noted the bag was empty. The medication concentration was 200mcg/ml and the bag was 100cc. The intended rate was 2.7ml/h. The pt was subsequently placed on ECMO. Although requested, no further pt/event info has been provided.

Manufacturer narrative:
(B) (4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. Event logs and data set were sent for analysis. Review of the event logs indicated: on (B) (6) 2010, pump was infusing milrinone (0.2 mg/l ml), rate = 2.7 ml/h (dose = 0.6 mcg/kg/min) and at 9:59 pm, the infusion completed and went to kvo. A new vtbi of 15 ml was programmed and restarted (rate = 2.7 ml/h). On (B) (6) 2010 at 2:57 am, the dose was increased to 10 mcg/kg/min. The user received a guardrails warning "dose exceeds guardrails limit of 1.5 mcg/kg/min. Proceed?" The user pressed yes to proceed. This caused the new rate to be calculated at 45 ml/h. Remaining vtbi was approx. 1.6 ml. At 2:58 am, the infusion completed and went to kvo. A new vtbi of 200 ml was programmed and restarted (rate = 45 ml/h). The user received the same guardrails warning and pressed yes again to proceed, with the rate at 45 ml/h. At 4:10 am, there was an air in line alarm. The infusion was restarted (rate = 45 ml/h). At 6:28 am, there was an air in line alarm. The rate was decreased to 2.7 ml/h and the infusion was restarted. At 6:50 am, the infusion was stopped and the channel was turned off. This infusion was allowed to run for approx 2 1/2 hours at the rate of 45 ml/h, delivering an estimated 112 ml, until the rate was changed back to the original 2.7 ml/h. The customer's experience of over infusion of milrinone was confirmed. The root cause was determined to be the result of a user programming issue.